Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent oblique lateral inter-body fusion at l4/5 for the treatment of degenerative scoliosis. During surgery, when imaging was moved to cranial, the imaging interfered with the placed retractor, so the retractor was moved to ventral-cranial position. Reportedly, the surgeon had recognized about the event and so inserted a stability blade pin without confirmation by image, but no sooner than the pin insertion, the surgeon realized that something was wrong. Reportedly, the tip of blade pin stuck in the blood vessel. "There was bleeding more than expected. Additional surgery had to be performed to clip the damaged vessel and stop the bleeding. Olif at l4/5 was continuously performed and the cage (8x50) was inserted." Olif was to be performed at l4/5 and l3/4, but the surgeon did not perform it at l3/4, due to massive bleeding, he found it risky to make intervertebral space with cobb. "There was a delay in overall procedure time as a result of this event. Postoperative course was unknown."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.